Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. E.1 initial reporter facility name: (B)(6) hospital upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was due to the server upgrade and was informed by the customer that the stations were now working properly and confirmed that users were able to retrieve medications. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where the data synchronization setup failed, resulting in all users being unable to log in. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.